Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records will be requested. Placeholder.

Event description:
It was reported by the facility that during a routine service and repair of the device it was discovered that the unit failed the power test which was the torque test and was heating up during the testing. The product has not been returned and no additional information about the event is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the customer did not allege or identify any specific deficiency; during routine service and repair of the device, the battery reamer was unable function at all, it failed torque test and heat's up during testing. Evidence suggests this is due to usage wear over time.